Event description:
It was reported that the impedances on the superior vena cava (svc) and high voltage coils of the right ventricular (rv) lead exhibited rising/high impedances. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 5076 lead implanted: (B)(6) 2007. A 4296 lead implanted: (B)(6) 2013. (B)(4).